Event description:
It was initially reported that foley catheter balloon ruptured after one day following turp procedure. The balloon was reported as being intact with no pieces missing. Upon receipt of sample on 7/1/97, it was noted that a piece of balloon was missing. Follow-up w/reporter found that cystoscopy was performed to retrieve missing piece from pt's bladder.